Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, one electronic photo and one x ray image with two partial views of chest were provided for review. The photo shows the complete view of the port with attached catheter and one catheter segment. The catheter was noted to be completely break from center and separated into two segments. The image review was performed, and the films depict the device having been placed via a right jugular or subclavian access. In the first film, the catheter is noted to be cleanly severed about 4-5 cm from its connection with the port. The second film shows the migrated distal segment of severed catheter in the right atrium. Suction and flushing issue due to the complete break of catheter. Therefore, the investigation is confirmed for the reported migration, suction, flushing and identified fracture and material separation issues. However, the investigation is inconclusive for the reported disconnection issue as the exact circumstances at the time of the reported event cannot be verified from the provided evidence. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g2, g3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp. On (B)(6) 2026, post the procedure it was noted that the catheter was disconnected and had migrated within the body. Additionally, it was reported that blood could not be aspirated, and there was significant resistance while attempting to inject. The port was removed. The current status of the patient was unknown.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport m.r.I. Isp. On (B)(6) 2026, it was noted that the catheter was disconnected and had migrated within the body. The port was removed. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.